Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to high blood glucose. Customer did not recall blood glucose levels. Customer was advised by diabetic educator that high blood glucose was due to insulin absorption due to the same site being used for year. Customer was hospitalized for four days which is how long it took to stabilize blood glucose. Customer stated that the "b" button was not responding for three to four months. Customer declined troubleshooting. Insulin pump would be replaced.